Event description:
Hill-rom received a report from a hill-rom tech stating the head section would not lower when CPR lever was used. The bed was located in hallway 6w dmp at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the chain loose and head guide broken causing the head section bind. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.